Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating they got a new battery pack but it was not taking a charge from the wall. It showed 60% charge and it had been plugged in for 1.5 hr. There was no green light on the controller. The ac cord looked fine. On the call pt used the controller and the green light started blinking, then it went off again. It appears the green light appeared intermittently. Reviewed to clean pins. Pt mentioned this controller was provided to them by the rep. It belonged to another pt for 6 months, the rep exchanged the controllers. Pt did not know the name of the rep. Pt's original controller was not working, pt was not sure and thought it was not charging. Pt suggested to educate reps not to take patient controllers away. A request was sent to repair to replace the controller. Pt mentioned they turned stim down to lowest setting so that pt could get 2 days out of the charge while waiting for the replacement. Pt said the lowest setting only makes a slight difference in their relief.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating already documented events. Pt noted after calling in they had the controller plugged into the ac power supply and it lost their date and they had to reprogram (agent understood they got memory problem). Then it took 6 to 8 hours to charge the controller from 0% to full. Pt was able to charge the ins yesterday evening and when doing so the controller battery depleted to 40%; pt plugged the controller into the ac power supply and the controller was still stuck at 40% battery and it had been almost 24 hours. During call pt plugged the controller into the ac power supply and the controller was not recharging. Pt complained this was their 2nd or 3rd controller. Pt got their controller replaced by medtronic then their rep gave them another controller that was used.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt reported that for about the past week, they have been having issues with their controller. Pt stated that last night, the controller will not charge at all and does not work. Caller added that they have tried resetting the controller multiple times but that did not resolve the issue. Pt stated the controller 'will not keep the program' and they were resetting the program (pt did not clarify what they meant by this). Agent walked pt through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on and saw memory problem screen. Pt stated they have entered date and time countless times. Pt unlocked and saw battery low recharge your implanted device soon message. Pt inserted the battery and confirmed 'yellow' flashing light above screen; controller has exclamation point charging and implant has exclamation point. Pt denied damage to controller battery compartment pins. Agent recommended to fully charge the controller and then charge the ins. Pt will call back if further assistance is needed. No symptoms were reported.